Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 470 mg/dl at the time of incident and current blood glucose level was 432 mg/dl. Customer was treated with six unit of bolus. Troubleshooting was performed for high blood glucose. Customer was using auto mode. Customer was assisted with performing the high pressure test and the test results was passed. The insulin pump will not be returned for analysis.